Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. Patient went to emergency room (ER) (B)(6) 2026 due to hyperglycemia. Patient reported bent cannula after insertion event on (B)(6) 2026. The blood glucose level was 400 mg/dl and the patient was treated with intravenous (IV) fluids of saline and insulin and patient did correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. Patient released from the hospital on (B)(6) 2026. No further information available.